Event description:
The customer received questionable low leukocyte and false negative nitrite results for quality control material and patient samples from urisys 1100 urine analyzer serial number (B)(4). Of the data provided, only the nitrite results were discrepant. Around 8 am, the patient urine sample was tested on the urisys 1100 and the result was negative for nitrite. The customer performed a microscopic exam of the sample under a 40x magnification and found bacteria was present. The sample was then cultured and showed greater than 100000 col/ml. The erroneous result was reported outside of the laboratory. The customer did not know the diagnosis provided to the patient and did not know what treatment the patient received. There was no allegation of an adverse event. The suspect urisys 1100 and strips were requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer material of lot 27638305 and the retention material of lot 27638300 were both measured and no false negative results were observed. The investigation is ongoing.

Manufacturer narrative:
Retention testing was performed using lot 27638300. No false negative results were observed. All results were within specifications. The customer provided test strips for investigation. No false negative results were observed. All results were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.